Manufacturer narrative:
Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with a 475cc mentor memorygel breast implant (right) and a 450cc mentor memorygel breast implant (left) experienced bilateral breast pain and right-sided rupture postoperatively. Ultrasound performed in (B)(6) 2020 indicated the rupture, and the patient had for a consultation on (B)(6) 2020. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with a 450cc mentor memorygel breast implant ( left catalog #: 3504501bc, left serial #: (B)(4) and a 475cc mentor memorygel breast implant (right catalog #: 3504751bc right serial #: (B)(4) on (B)(6) 2020. This report is for the left-sided prosthesis.